Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Wear and tear damage to drain fitting, enclosure, water tank cover, front cover, and line cord was noted. Functional testing of the device was able to confirm and replicate the reported event. A faulty pcb was found which was replaced to resolve the reported event. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was not alarming add solution, circulating task , or check disposables. Issue discovered during preventive maintenance, and there was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Wear and tear damage to drain fitting, enclosure, water tank cover, front cover, and line cord was noted. Functional testing of the device was able to confirm and replicate the reported event. A faulty pcb was found which was replaced to resolve the reported event. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was not alarming add solution, circulating task , or check disposables. Issue discovered during preventive maintenance, and there was no patient involvement reported.